Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 170 - 200 mg/dl. It was also reported that the customer experienced elevated blood glucose (bg) of over 500 on cgm; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.